Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: no defect found. The black box shows a por after a (B)(4) alarm on (B)(6) 2017 07:01. The black box shows the pump was off longer than the 12hour limit of the vibe bt1 component specification ((B)(6) 2017 07:01 -> (B)(6) 2017 14:18 = 31hours). Deliveries resumed at (B)(6) 2017 14:38. Pump was exercised for 24 hours to ensure the bt1 component was fully charged. After 24 hours the battery was removed for approximately 12hours; when the battery was reinserted the time /date did not reset to the default setting. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate the complaint during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that on (B)(6) 2016, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 900 mg/dl by blood draw with associated symptoms of large urinary ketones, confusion, difficulty waking and extreme drowsiness, dehydration and polyuria. The patient was treated in the hospital by a physician. The patient received insulin via the insulin pump and intravenous fluids. Troubleshooting performed by animas customer support revealed the time and date on the pump goes to the default setting if the battery is removed from the pump for a period of time less than 24 hours; the programmed time and date were not being maintained after power was restored to the pump; the pump displays the verify screen after it is rebooted and the time and date must be manually set to confirm the verify screen. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a time/date reset issue.